Event description:
It was reported that the wake button was not working. Blood glucose level was recorded at 230 mg/dl. Customer plans to return the faulty pump for assessment, and a replacement pump with a new serial number has been arranged.